Event description:
On (B) (6) 2004, this patient was implanted with an aortic extender component. On (B) (6) 2008, the device was explanted due to an expanding infrarenal abdominal aortic aneurysm. A dacron bifurcated graft was implanted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.